Event description:
It was reported when the doctor was inserting screws into the patient, when he made the last rotation to fix the screw, it broke. The tip of the screw remains in the patient. There were no issues with the other screws implanted in this patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available.